Event description:
It was reported that high defibrillatory impedance was observed on the right ventricular (rv) lead. A rv lead fracture was suspected. A rv lead revision was to be discussed with the following physician. No patient symtpoms were reported.